Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values reaching 580 mg/dl. For treatment, the patient was given manual injections of insulin and intravenous (IV) of fluids. The patient was transferred to the intensive care unit (ICU). The pod was worn between 24 and 36 hours on the arm and was removed at the hospital. The patient was in the hospital between 4 and 5 days. The patient is asthmatic, suffers from angina, vertigo and high blood pressure.